Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that leak was present. The customer blood glucose level was unknown at the time of incident. The reservoir will not be returned for analysis.

Manufacturer narrative:
Evaluated 1 open or used reservoir. Performed pre-fill reservoir test per (B)(4) and (B)(4).found no leakage anomaly during filling and hard to remove from transfer guard, unable to remove. (B)(4).